Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor passed motor test. Device passed the displacement test, basic occlusion test and no delivery test. Insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.

Event description:
Customer reported via phone call that the device alarmed multiple motor error alarms. Customer's blood glucose was 430 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.